Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring between 125-130 ohms. The health care professional (hcp) increased the upper range limit to 150 ohms. Technical services recommended to consider a commanded shock if it reaches 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead exhibited noise that was being oversensed which was marking it a ventricular fibrillation (vf) however, there was no therapy provided. Technical services recommended to further evaluate and discussed device programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring between 125-130 ohms. The health care professional (hcp) increased the upper range limit to 150 ohms. Technical services recommended to consider a commanded shock if it reaches 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.